Event description:
On 03/07/2001, the pt informed the MFR's rep of the following: on the event date the pt went to the facility's emergency room complaining of pain in left arm, shoulder and neck with a numbing sensation. It was documented at the facility that the pt had a thrombosis after an x-ray and sonogram of device site. The pt experienced inflammation, swelling and difficulty moving arm after the device was first implanted; however, this did eventually subside until problems occurred on the event date.